Event description:
On 09/05/2016, the reporter contacted lifescan USA, alleging error 5 meter issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.